Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, a cracked pump was reported. Three weeks after implant, the patient went to cycle the pump and it worked fine. The patient deflated and tried again and the ball deflated an didn't inflate again. The patient felt a sudden whoosh and swelling in his penis and the pump stopped working. The patient had a scan done and it was shown that the reservoir was empty. The patient then had a revision surgery and a non-coloplast was placed.